Manufacturer narrative:
The investigation for the access site bleed and the removal issues has been completed. Clinical details state that the customer experienced hemolysis while on impella support. It also states the customer voiced that the cannula became detached in the graft. The product was returned in two pieces; it was cut at the catheter. The red handle was not returned to confirm the serial number. There was insufficient product returned to evaluate for access site bleeding. The clinical details describe how the patient had bleeding from the ECMO site so anticoagulation was held and then the patient developed a hematoma at the impella access site. It is unclear what may have attributed to the hematoma. The root cause of the access site bleeding cannot be determined. The catheter was stripped and the cannula was detached from the catheter near the motor housing. Based on the clinical details, the root cause of the product damage (detached inflow/outflow - peripheral vessels) is most likely due to use as excessive force was likely used when removing the device in the graft. Data logs were reviewed finding suction and positioning alarms seen. There was no trend in the placement signal or motor current spikes present. There was no biomaterial seen or damages with the returned product impacting hemolysis. The clinical stated that the surgeon felt the device to be too close to the septal wall. Repositioning was done, and the hemolysis improved. The root cause of the hemolysis issue is most likely due to improper positioning of the device.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 62-year-old male patient with caridomyopathy and other systemic comorbidities was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the patient on impella 5.5 developed a large hematoma at the right axillary site. Systemic anticoagulation was on hold due to ECMO cannula site bleeding. It was further reported that prior to cardiac transplant, 5.5 cannula was cut distal to motor per abiomed recommendation; however, surgeon used mayo scissors to cut catheter. Upon removal of catheter through the axillary graft, the catheter shaft was stripped, and wire was coiled. Patient is currently in ICU. Patient has not shown any signs of complication from this event.